Manufacturer narrative:
Device evaluation: result - the customer returned (16) 8mm, 31g pen needles (5 open without the tear drop label, inner shield, or outer cover, 11 sealed) from lot # 4346473. All returned pen needles were examined and all open samples exhibited a broken IV end of the cannula. Microscopic examination of the returned samples revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section) on all open samples. When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. No defects were observed on any of the sealed samples. Conclusion - bd was not able to confirm the customer's indicated failure.

Manufacturer narrative:
This device does not have an expiration date. Result - the used device has been discarded. No representative samples have been returned by the customer. A lot history review was carried out and no related non conformances were raised in association with this packaged lot. Conclusion - as no samples were returned for evaluation, this complaint could not be confirmed and the root cause is undetermined. A potential root cause is reuse.

Event description:
It was reported that when removing the device after injection, the patient end of four pen needles were loose, detached, and remained in the customer's injection site. This happened in the week prior to notifying bd of the incident. The customer went to his pulmonary doctor's office and had an x-ray on (B)(6), which he reports showed the four broken needles in his abdomen. The customer states that the doctor said he has had too many surgeries so the next step has to be determined. On (B)(6), the doctor's office called bd and stated that no pen needles were detected on x-ray.